Event description:
While ventilating a pt, the ventilator cycled off and then on, powering up to default parameters. Upon power up the user tried to continue to ventilate the pt, but noted that the inspiratory and expiratory hold buttons were flashing and there was no power to the nebulizer. The pt was ambu bagged until another ventilator was made available.